Event description:
It was reported before using the bd veritor at-home covid-19 test (us-eua), one (1) kit box was missing the expiration date. The user was advised to use an alternative test kit. There was no health impact or consequences reported. Eua# (B)(4).

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges a labeling issue when using bd veritor¿ at-home covid-19 test (material#: 256094), batch number unknown. The customer reported that there is no expiration date on the box of the product. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. Additionally, all veritor at home products have expired as of june 2023. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. The customer was advised that all veritor at home kits have expired and should not be used; they were also advised to obtain an alternative testing method. A trend analysis for labeling/packaging issue was conducted, no adverse trend was identified.

Manufacturer narrative:
D4. Medical device lot #: 203999 was reported; however, this is not a lot # manufactured for the reported catalog #. Lot # updated to unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the PMA/510k is as follows: g4. PMA/510(k)#: eua# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd veritor at-home covid-19 test (us-eua), one (1) kit box was missing the expiration date. The user was advised to use an alternative test kit. There was no health impact or consequences reported. Eua# (B)(4).